Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The left eye of the patient was treated twice. Logfile review for the day of the first treatment shows all laser system functions were within specifications for the respective treatment day. The system passed successfully all initialization steps. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment of the patient¿s left eye was performed successfully. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Logfile review for the day of the second treatment shows all laser system functions were within specifications for the respective treatment day. The system passed successfully all initialization steps. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The attached clinical documentation treatment report, pre-op topographies and second treatment documentation does not provide conclusive input on the root cause for the reported event. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. Most recent technical site confirmed device met specifications as per service installation record. No root cause for the customers reported event could be determined, the device met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient underwent stream light to correct a residual refraction after previous cataract surgery. The surgeon decided to correct during a second procedure where the patient experienced unexpected outcome of residual refraction outcome was more than one diopter in the left eye after lasik surgery.